Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being conducted at mako surgical. A mako field service engineer (fse) evaluated the rio system at the hospital site. The alleged issue could not be reproduced throughout several tests (including several simulated use tests). The fse did find that the rio's self-leveling foot was defective, possibly allowing the rio to be moved if an outside force was applied, event while burring. Although a definitive root cause could not be established, under certain conditions (e.g., inadvertently bumping the rio) it is possible that the defective self-leveling foot may have contributed to this event. The self-leveling foot was successfully replaced, and the rio was released for clinical use.

Event description:
The surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee (mck) implant system. While the surgeon was burring the femur the rio arm moved inadvertently, causing the surgeon to resect approximately 7-12mm deeper than planned. Rio checkpoints were verified with passing results. The surgeon filled the additional resection with bone cement and continued with the case, achieving a successful outcome.